Manufacturer narrative:
The suction valve was returned to olympus for evaluation. A visual inspection was performed and each valve was tested onto the suction cylinder port of the scopes and the valves were attaching and detaching properly as its intended use. The button on the valves were pressed with no issues or abnormalities. The evaluation did not confirm the proximal end of the suction valve was broken as there is no damage of abnormalities noted with the valves. The original equipment manufacturer (OEM) conducted an investigation with the use of suction valves from same lot/batch retained by the manufacturer. Based on the OEM¿s investigation, an increase of reported complaints was observed since the manufacturing process and molding supplier for the suction valve were changed or replaced on aug, 2018. The OEM reported that the suction valves that were manufactured prior to and post the changes meet the product¿s standard for stiffness. However, when an unexpected large load or excessive force is applied to the suction connector, the OEM confirmed that the product before the changes did not break, but the products that were manufactured after the changes were breaking or may break.

Event description:
Olympus was informed that the disposable suction valve broke off at the stem when removing the item from a bf-q180 scope. This occurs post procedure. The technician has to use forceps to remove the bottom piece of the valve that is stuck in the scope. There was no patient injury reported. Olympus received the device for the evaluation.